Event description:
Invisalign didn't straighten snaggle tooth as show in computer video and left me with an open bite. I couldn't eat or bite into food or chew normally. It took years for my teeth to slowly move back into a position I could live with. I had terrible pain in my left jaw and neck when eating. I could eat only soft foods for about 2 years. It costs about (B)(6) for what turned out to be torture. Dentist should not sell invisalign to older patients and should be thoroughly trained in invisalign treatments.